Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the surgeon was unable to register a patient. The lowest registration value the surgeon could get was around 9.0mm. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: the archive shows 6 registrations ranging from 9.3 mm to 2.6 mm. Logs indicate several failed registration attempts due to percentage of points under the skin or high error metric. Slab data set, good trace pattern using frame registration orientation. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.